Event description:
The patient was implanted with an ams "pelvic mesh product." It was reported that the patient experienced serious bodily injuries, including, but not limited to, extreme pain, erosion, dyspareunia, additional surgery, and other injuries.

Manufacturer narrative:
The device implanted in this patient was not specified. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.